Event description:
Novasure sterile device kit handle cracked when surgeon was testing the array position, prior to insertion into the patient. A second device was obtained from the same company and the procedure was completed without further occurrence.